Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a patient with a pre-implant gradient measuring 40 mmhg, the valve was loaded and checked in all recommended ways. The valve was not misloaded. Moderate calcification was observed. It was reported that the patient also had heavy calcification on the tricuspid valve. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm bard true balloon. Cusp overlay technique was used along with a non-medtronic guidewire (safari). Commissural alignment with flush port at 3 o'clock while inserting the delivery catheter system (dcs). During the first deployment attempt, an infold occurred as overlapping crown down to the third node was observed. According to the physician, the aortic calcification resulted in the infold. The valve was recaptured and the dcs was retrieved from the patient. A new valve and dcs were used and implanted at a depth of 2-3 mm. The mean gradient reported after valve implant was 5 mmhg. Final evaluation on angiogram showed moderate to mild paravalvular leak (pvl) and an approximate diastolic pressure of 45. A post implant balloon aortic valvuloplasty (bav) was performed, alleviating the pvl mild. No additional adverse patient effects were reported.